Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic radical resection of lung cancer, the surgeon was able to press the green button but unable to squeezed the handle, hence the device did not fire. The reload was replaced but the device still did not fire. A new handle was used and it worked properly and the procedure was completed. There was no patient injury.